Event description:
The customer's wife called to report that the customer was in a motorcycle accident while wearing insulin pump. The insulin pump was damaged and has been alarming no delivery ever since the accident. The reported blood glucose reading was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.